Event description:
It was reported that at the end of the transurethral vaporization of the prostate procedure to treat benign prostate hyperplasia, it was identified a light leak suggesting a fiber break. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that at the end of the transurethral vaporization of the prostate procedure to treat benign prostate hyperplasia, it was identified a light leak about 10cm before the fiber connector, suggesting a fiber break. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip identified a circumferential fracture at the distal side of the fiber cap. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Analysis did identify the glass cap had mild devitrification, due to normal use and degradation. The identified debris adhesion on the metal cap surface probably contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages. The interaction between the user and device caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the analysis result and information available, there was no fiber break found during analysis, and the procedure was completed without patient complications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body and fiber cap.

Event description:
It was reported that at the end of the transurethral vaporization of the prostate procedure to treat benign prostate hyperplasia, it was identified a light leak about 10cm before the fiber connector, suggesting a fiber break. The procedure was completed with another fiber without patient complications.